Event description:
It was reported post op a gastric band procedure, the pt was scoped and the band had eroded inside the stomach. The band was removed and will not be replaced. There were no other pt consequence reported.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.